Event description:
Centroids were placed in the center of the bodies with the surgeon's guidance. The merge at all levels showed a large shift of the vertebral bodies in the ap view. The drr file was noticeably a few cm to the right of the x-ray all levels. Some troubleshooting was performed, but the issue was not resolved. The surgeon decided to place cages without navigation.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that some of the fluoroscopic images contained large tracking errors indicating that the drb might have moved during the procedure, which resulted in a difficult merge. Suggested troubleshooting measures for the user would be to try different shots and registration types, re-assign centroid positions, take more true ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed overall risk level is low which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.